Event description:
It was reported that the patient experienced withdrawal. On (B)(6) 2015, the patient was supposed to have a refill, but the healthcare provider¿s (hcp) office was closed. The hcp neglected to reschedule and refill the pump. On (B)(6) 2015, the patient saw a new hcp, but the old hcp neglected to send records over and the new hcp did not have pain medications and the pump was not refilled. Two days after this appointment, the patient was supposed to see the hcp for a refill, but the patient could not go in due to bad flu/severe cold symptoms. Patient symptoms, including terrible sensations, biting tongue, pain like a heartbeat in the patient¿s back, and raging every day for hours, continued. A week prior to this report, the patient began feeling the catheter get hot and pain in her back. The reporter asked how long morphine withdrawal lasts. The patient wanted to explant the pump and stop taking all medications. The patient was given medications but was refusing to take them. It was further reported that a representative was working with a new physician for this patient regarding her isomed pump that went dry four months ago. The patient wanted to use the pump again. The physician decided to replace this pump with a synchii to be able to program it and this replacement was to be set up. The physician was to treat this patient as a drug naive patient. The physician was to see how the catheter looked and was to decide later whether or not to revise or replace the catheter based on how it worked after the new pump surgery. The date was not set yet for the surgery. The current pump was not filled with anything and it was not working currently. The device system was used to deliver clonidine and morphine, which were indicated to be "old" drugs. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l44305, implanted: (B)(6) 1997, product type catheter. (B)(4).